Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). The customer opened the pads causing the device to alert the user to change the pads.